Event description:
The customer contacted stryker to report that their device's ECG readings were different than the patient's bedside monitor. This visual feedback issue could affect the user's decision to deliver defibrillation. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The device was not returned to stryker for evaluation but the device logs were reviewed by a systems engineer and a clinical affairs specialist. It was determined that the waveform snapshots from the two devices cannot be directly compared due to differences in lead selection, filtering bandwidths, and timing. Such variations are expected when two devices are used simultaneously. The device files confirmed the device functioned as intended. The reported issue was unable to be verified and unable to be duplicated. Root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device's ECG readings were different than the patient's bedside monitor. This visual feedback issue could affect the user's decision to deliver defibrillation. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.